Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, it was reported that the pump shut down unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.